Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this lead was positioned for left bundle branch area pacing (lbbap). The physician tried multiple sites, and finally the lead was successfully implanted. However, the next day the lead showed loss of capture. A revision was performed, the lead was removed from the patient, and the helix was observed to be kinked/bent. The physician opted for conventional left ventricular (lv) pacing rather than lbbap and the procedure was completed. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted no setscrew marks on the terminal pin, indicating a potential lack of electrical contact between the device and the lead. The helix was extended, with dried body fluid within the helix housing. The helix itself was confirmed to be stretched/damaged. A stylet was successful inserted into the lead, confirming no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture that was observed one day post-implant. However, the lack of setscrew marks on the terminal pin may have contributed to this observation.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this lead was positioned for left bundle branch area pacing (lbbap). The physician tried multiple sites, and finally the lead was successfully implanted. However, the next day the lead showed loss of capture. A revision was performed, the lead was removed from the patient, and the helix was observed to be kinked/bent. The physician opted for conventional left ventricular (lv) pacing rather than lbbap and the procedure was completed. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.